Manufacturer narrative:
This report is made based on the investigation results completed on 05/20/2011. Correction #: 2531779-03/24/2010-003-r. During evaluation, the force sensor flex connector was found to be torn at the force sensor pins and the force sensor assembly was found to be damaged. The force sensor was found to have a bad calibration.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed an intermittent flex connection at the force sensor pins and a damaged force sensor assembly. This report is being made based on the evaluation results.